Manufacturer narrative:
The field service engineer found the sipper nozzle vertical pipetting was out of adjustment. He replaced the electrodes, valves, and tubings and adjusted the sipper nozzle vertical height pipetting. He ran precision testing and the customer calibrated. All controls were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. As the qc was acceptable, a general reagent issue was ruled out. The sample spin speed was faster than recommended and spin time was shorter than recommended. This could have contributed to a preanalytic issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c501 module. The initial chloride result was 117.7 mmol/l and the initial sodium result was 120 mmol/l. These results were reported outside of the laboratory and were questioned by the doctor. The repeat chloride results were 103.8 mmol/l and 104.2 mmo/l. The repeat sodium results were 136 mmol/l and 136 mmol/l. The electrode lot numbers and expiration dates were requested but were not provided.